Event description:
On (B)(6) 2013, this pt underwent endovascular repair on an abdominal aortic dissection using a gore excluder aaa endoprosthesis. According to pre-case planning, the proximal portion of the trunk-ipsilateral leg component would be implanted in the true lumen, and the distal portion in the false lumen. The trunk-ipsilateral leg component was inserted from the left side, passed through the distal exit tear and into the false lumen, and into the true lumen through the proximal entry tear. The trunk-ipsilateral leg component was deployed with no difficulty. The ipsilateral leg covered the distal exit tear. Then, in an attempt to implant a contralateral leg component, the physician inserted a guide wire from the right side and tried to advance it into the contralateral gate through the distal exit tear. However, wire access could not be made, as the distal exit tear was covered with the ipsilateral leg. After several attempts at cannulation, the physician determined that cannulation was impossible and decided to convert to open repair. An aorto-uni-iliac procedure was performed and three aortic extender components were implanted to close the contralateral leg gate. Then a femoral-femoral bypass procedure was performed.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.